Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage measurement was performed and failed. A review of the share logs was performed and issue was undetermined for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause could was determined to be discharged battery. The reported event of signal loss over one hour is reportable based on signal loss. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.